Manufacturer narrative:
The immucor laboratory tested retention product on (B)(6) 2015 which performed as expected. Immucor technical support assessed the test well images of the testing in question, using a remote electronic connection method, on (B)(6) 2015. The blood sample was returned to the immucor laboratory and was tested using retention product on (B)(6) 2015. The immucor laboratory was able to reproduce the customer's observations.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.